Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified tight angled proximal left circumflex artery, a 3.0x10mm flextome cutting balloon catheter failed to cross the lesion. A 3.0x15mm non bsc catheter was then used to pre-dilate the lesion; following pre-dilation a 3.0x38mm synergy stent was advanced forcefully as resistance was encountered at the angle of the vessel. It was then noted via angiography that the synergy stent was damaged. The 3.0x38mm synergy stent was removed, no patient complications were reported and the procedure was completed with a different device.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).